Manufacturer narrative:
Product complaint # (B)(4). H3 investigation summary: the product was returned to ethicon for evaluation. One used needle- suture piece and one suture piece outside its packaging were received for analysis. Product code vcp935h. A photo was provided, and it showed one foil packet, one labeled winding former and one suture inside a plastic bag. During visual inspection of the returned sample, the swage and attachment area were observed as expected; however, marks that appear to be caused by a surgical instrument were observed on the body needle. Also, a suture piece was noted to be still attached to the barrel hole. Overall, no needle pull-off was observed. The functional test was not possible because the suture was received with a short length. The sutures were examined, and the extremes of the suture were noted to be cut probably caused by a surgical instrument. In addition, body fluids were noted along the strand. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of surgical instruments, such as needle holders and forceps. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was obtained via: according to feedback of the sales rep on 13-june-2025 via phone, event date should be may 30th, 2025 .

Event description:
It was reported that a patient underwent a perineal lateral excision repair surgery procedure on (B)(6) 2025 and suture was used. During the procedure, it was reported that the problem of pulling off suture needle happened in surgery. Changed another one to complete the surgery. No additional information could be provided. No adverse patient consequences were reported. Additional information was requested.